Manufacturer narrative:
Serial numbers: (B)(4), asku, (B)(4). For 6 events the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event the investigation determined the photo-multiplier tube high voltage was outside of specifications low. For 1 event the field engineering specialist (fes) determined that the cause of the issue was due to a malfunction in the sipper flow path. The service activities performed resolved the issue. For 1 event the field engineering specialist (fes) determined that the root cause was due to a misadjusted sample/reagent nozzle and the anti sample static brushes were not contacting the samples. The follow up/corrective action for 1 event was that the field service representative did not find a root cause. The follow up/corrective action for 1 event was that the photo-multiplier tube high voltage was adjusted to specifications. A blank cell calibration was performed and this passed. The customer ran calibration and controls with no issues. The follow up/corrective action for 1 event was that the field engineering specialist replaced the sipper tubing and the seals. He performed preventative maintenance. The follow up/corrective action for 1 event was that the fes adjusted both the sample/reagent nozzle and the anti sample static brushes. He verified the performance of the analyzer. There was no follow up/corrective action for 5 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>9</noe> malfunction events. Low results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 9 patients with the following: 7 erroneous results for elecsys hcg + beta test system, 1 erroneous result for elecsys probnp ii immunoassay, 1 erroneous result for elecsys estradiol ii assay. The patients' ages ranged from 29 - 98 years. There were 6 females.